Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. While attempting to update the device firmware, the pulse generator exhibited backup vvi operation, and failed to update. After a firmware download, the device resumed normal function.